Event description:
A caller reported that a malfunction occurred with their pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Customer technical support provided pump reset information and assisted with the reset. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if any issue reappeared.